Event description:
It was reported that, at implant attempt, the v pacing impedance values measured through the device were not accurate. They were out of range, as v pacing impedance < 200 ohms. The device was returned, with a report of being unable to record accurate impedance in atrial port. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.